Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st¿ lead, 70cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st¿ lead, 50cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's lead implanted on his face popped out of the lip. The patient underwent a revision procedure wherein the lead was pulled back. The patient was doing well postoperatively.